Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the top cover and on the pump door. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover under the pump assembly, and on the pump molded clamp. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2021, fresenius became aware this 82-year-old male peritoneal dialysis (pd) patient with on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2021, expired on (B)(6)2021 while undergoing ccpd therapy. During follow-up, a pd registered nurse (pdrn) confirmed the patient passed away at home on (B)(6) 2021 while undergoing ccpd therapy. The patient contact began the patient¿s ccpd treatment at approximately 9:00 pm, and when they checked on the patient at 10:30 pm, the patient had already passed away. The patient had a do not resuscitate (dnr) order in effect; therefore, emergency medical services was not called, and no lifesaving measures were undertaken. The patient¿s primary cause of death was a cardiac arrest, unknown cause. The pdrn stated the events were unrelated to any fresenius product(s), drug(s) and/or device(s) malfunction or deficiency. A review of the treatment data (performed by pdrn) did not identify any alarms during ccpd therapy on (B)(6) 2021. The pdrn stated the patient had a very weak heart, low ejection fraction and was not a surgical candidate. The patient was pronounced at home, and the family did not request an autopsy. Additional information (e.g., death certificate, esrd death notification) was requested, however the patient¿s records have not been received.

Event description:
On (B)(6) 2021, fresenius became aware this 82-year-old male peritoneal dialysis (pd) patient with on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2021, expired on (B)(6) 2021 while undergoing ccpd therapy. During follow-up, a pd registered nurse (pdrn) confirmed the patient passed away at home on (B)(6) 2021 while undergoing ccpd therapy. The patient contact began the patient¿s ccpd treatment at approximately 9:00 pm, and when they checked on the patient at 10:30 pm, the patient had already passed away. The patient had a do not resuscitate (dnr) order in effect; therefore, emergency medical services was not called, and no lifesaving measures were undertaken. The patient¿s primary cause of death was a cardiac arrest, unknown cause. The pdrn stated the events were unrelated to any fresenius product(s), drug(s) and/or device(s) malfunction or deficiency. A review of the treatment data (performed by pdrn) did not identify any alarms during ccpd therapy on (B)(6) 2021. The pdrn stated the patient had a very weak heart, low ejection fraction and was not a surgical candidate. The patient was pronounced at home, and the family did not request an autopsy. Additional information (e.g., death certificate, esrd death notification) was requested, however the patient¿s records have not been received.

Manufacturer narrative:
Correction: h4.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿ clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patients serious adverse events of cardiac arrest and subsequent death, as the patient was undergoing ccpd therapy when he expired. The pdrn attributed the patients cause of death to a cardiac arrest of unknown origin; therefore, causality cannot fully be established. However, the pdrn also reported the events were unrelated to the patients utilization of any fresenius product(s) and/or device(s). The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, cardiovascular disease accounts for the most deaths among the esrd population. Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible contributory role in the patients cardiac arrest and subsequent death. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused/contributed to the events. However, the patient was actively undergoing ccpd therapy when he expired. If the cycler is returned, a manufacturer evaluation may dissociate the liberty select cycler from having contributed to the serious adverse events.

Event description:
On (B)(4) 2021, fresenius became aware this (B)(6) male peritoneal dialysis (pd) patient with on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2021, expired on (B)(6) 2021 while undergoing ccpd therapy. During follow-up, a pd registered nurse (pdrn) confirmed the patient passed away at home on (B)(6) 2021 while undergoing ccpd therapy. The patient contact began the patients ccpd treatment at approximately 9:00 pm, and when they checked on the patient at 10:30 pm, the patient had already passed away. The patient had a do not resuscitate (dnr) order in effect; therefore, emergency medical services was not called, and no lifesaving measures were undertaken. The patients primary cause of death was a cardiac arrest, unknown cause. The pdrn stated the events were unrelated to any fresenius product(s), drug(s) and/or device(s) malfunction or deficiency. A review of the treatment data (performed by pdrn) did not identify any alarms during ccpd therapy on (B)(6) 2021. The pdrn stated the patient had a very weak heart, low ejection fraction and was not a surgical candidate. The patient was pronounced at home, and the family did not request an autopsy. Additional information (e.g., death certificate, esrd death notification) was requested, however the patients records have not been received.